Event description:
It was reported that the patient was found to have acute kidney injury upon admission. Patient was given bolus of normal saline. Patient was also transfused with 1 unit of packed red blood cells(prbcs) on (B)(6) 2020 for low hemoglobin and low hematocrit. Again on (B)(6) 2002 patient was transfused with 1 unit of prbcs for low hemoglobin and low hematocrit. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number: (B)(6), and the report of right heart failure, acute kidney injury (aki), and epistaxis could not conclusively be established. Furthermore, a specific cause for the patient's fatigue, loss of appetite, weakness, and sweating could not be determined through this evaluation. Finally, the report of low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. According to the account, the aki resolved on (B)(6) 2020; the bleeding and right heart issues resolved on (B)(6) 2020; and the fatigue, loss of appetite, weakness, and sweating resolved on (B)(6) 2020. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The hm3 lvas instructions for use (IFU) lists right heart failure, renal dysfunction, and bleeding as adverse events that may be associated with the use of the hm3 lvas. Information regarding the recommended anticoagulation therapy and inr range can be found within this document. Although an infectious workup came back negative and no antibiotics were administered, localized infection, driveline infection, and pump/pseudo pocket infection are listed in the hm3 lvas IFU as adverse events that may be associated with the use of the hm3 lvas. This document, as well as the hm3 patient handbook, provide information regarding how to prevent and control infection. Furthermore, the heartmate 3 lvas IFU and patient handbook explain all alarms and the recommended actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hm3 lvas IFU also notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported low hemoglobin and hematocrit (h/h) of (B)(6) 2022 some epistaxis. Patient denies bleeding from any other areas. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was complaining of fatigue, loss of appetite, weakness and sweats prior to admission on (B)(6) 2019. Patient readmitted for abscess and right ventricular systolic dysfunction (rsvd). Patient's blood cultures were negative and the patient's rsvd was not device related. Patient also experienced low flow alarms on (B)(6) 2020, patient was given fluids and electrolytes and the alarms resolved. Patient was started on milrinone on (B)(6) 2020. For more than one week consecutively the patient's jugular venous pressure was elevated and cr worsening. On (B)(6) 2020, the patient had low hemoglobin and hematocrit (6.8 g/dl and 22%) with some epitaxis but denied bleeding from any other area. No further information was provided.